Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06ep2019. The manufacturer¿s international service technician confirmed the reported airflow issue. During further investigation (fi), the gds system was installed into an fi test ventilator. The test ventilator was booted up into normal ventilation mode and delivered breaths. The power was cycled on and off without generating any errors. The gds unit failed portions of airflow accuracy and oxygen flow accuracy testing. The airflow sensor subsystem was determined to be failing from the test data. The u1/u2 sensor was suspected. U1 and u2 were replaced on the failing airflow sensor subsystem. After repair, the returned subsystem was re-tested under the procedure test procedure for v60x gds. No failures noted under critical test conditions. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 0 slpm setting. There was no patient involvement.